Event description:
The pt was found lying on her hospital room floor as a result of a fall from her bed. The fall occurred after the nurse left the pt's room 5 minutes prior. The responding nurse found the pt face down beside the near side -to the door-of the bed. The nurse questioned the pt as to why she fell and the pt stated that she was reaching for the suction tube. The pt's bed was in the lowest position and the upper rails were up. As a result of the fall, the pt was developed a large subdural hematoma causing herniation. The pt's condition deteriorated quickly; her pupils became fixed and dilated and the family elected not to continue with surgical evacuation. The pt expired in 2009. Facility conducted a root cause analysis as a result of the adverse event/pt's death. During the rca, it was noted that the pt had been placed on a hill-rom envision mattress e700. The rca concluded the mattress could have contributed to the event, noting that the lack of adequate bolstering on the edge allowed for the pt's torso of follow the momentum, which aided in her falling. The mattress automatically adjusts for weight re-distribution and when the pt's legs came out of the bed, the bed inflated somewhat, also aiding in pushing the pt out of the bed. Dates of use: 2009. Diagnosis or reason for use: skin integrity.